Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed due to lead damage. The lead was explanted and replaced. Patient was fine post-procedure.